Manufacturer narrative:
The malfunctioning sample was returned to vygon us, and was forwarded to vygon (B)(4) (the manufacturer) for device evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA via a follow-up MDR within 30 days of its completion.

Event description:
The catheter was placed by the nicu. The staff found that there was leaking when hanging the syringe. This occurred when on day 3, the PICC ballooned at about 4cm exposed. In talking with the department manager, the question of pressure is currently being considered. The procedure when feeding meds is to always hang the syringe, and she is not sure this is always the case. There could have been an issue in placement of the syringe/pump. The PICC was removed and nothing has been put in its place since the malfunction.